Event description:
The customer reported that insulin leaked while changing the infusion set. The caller stated that she noticed the reservoir compartment was filled with insulin. The blood glucose reading was 866mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.